Event description:
It was reported that " pilot cuff burst during cuff investigation". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The manufacturing site reports: "through observation on the photo provided, there are no burst mark observed on both blue and clear pilot balloon. Moreover, as per procedure mention in spm-p52-062, there was 100% water leak test performed on the product to check on any leakage. Therefore, leakage will be detected during manufacturing." A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " pilot cuff brust during cuff investigation". No patient involvement reported.